Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #3r; cat# 5516f302; lot# unknown. Tritanium bplate triathlon s3; cat# 5536b300; lot# unknown. Triathlon mb patella pa a35; cat#5554l350; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
As part of an investigator initiated study, a spreadsheet was provided indicating that an mua was performed on the patient's right knee.